Event description:
It was reported that the bd plastipak¿ luer slip syringe plunger was found broken. The following information was provided by the initial reporter, translated from (B)(6) to english: "observed the plunger broken, making impossible to use it."

Manufacturer narrative:
Investigation summary: batch history analysis was performed, quality notifications were checked, and maintenance records where no records potentially related to the failure were found. It was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. The photo sent by the customer were verified and it was possible observe plunger rod broken. The probable cause for the occurrence is related to failure at syringe assembly station. As this occurrence would not exceed the acceptable quality limit (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint.